Event description:
It was reported that the right atrial (ra) lead dislodged and was repositioned one day post implant. It was noted that the lead was very difficult to place at implant. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).